Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load process. Customer had elevated blood glucose(bg) levels(285 mg/dl) due to the cartridge alarm 19. A bolus was delivered to stabilize bg levels. In addition, it was reported that the customer experienced fluctuating bg levels (40-500 mg/dl). Customer stated that they "struggle to manage their bg levels", and fluctuating bg's are not due to the pump or supplies. Customer drank orange juice to stabilize low bg's and delivered boluses to stabilize elevated bg's.

Manufacturer narrative:
High bg issue- no failure identified.